Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: it was reported the syringe was missing the scale markings. To aid in the investigation, four samples, two in sealed packaging blisters, were received for evaluation by our quality team. A visual inspection was performed and all four units have the scale marking missing. No other defects or imperfections were observed. This defect could occur if there is a jam during the printing process inducing the symptom reported by the customer. A device history record review was completed for provided material number 302832, lot number 1145183. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced the scale marking missing. This event occurred 14 times. The following information was provided by the initial reporter. The customer stated: it was reported missing markings on the syringe. Number of defective product(s): 14. Is sample available: yes. Concern description: there are no syringe markings on the syringe